Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient can feel the stimulation "come on and off." The external/patient factors that may have led to the issue was unknown. The impedance, group impedance, and battery checks were performed. The steps taken was turning stimulation ramp time was changed from four seconds to one second. It was unknown if the issue was resolved at this time. No further complications were reported or anticipated.